Event description:
The customer reported an error alarm. The customer stated that she had nausea, was vomiting and hospitalized due to high blood glucose and dka. Troubleshooting was performed, the programming, insulin concentration, and bolus history were not correct.